Manufacturer narrative:
A customer from canada notified biomérieux of obtaining a misidentification of paenibacillus spp. As prevotella oris in association with their vitek® ms instrument (ref. (B)(4), serial (B)(6)). The organism in question was gram stained and showed gram positive rods (inconsistent with prevotella oris). Upon sequencing the sample, identification was confirmed as paenibacillus spp. Without identification at species level, it is not possible to known if the most probable species is present in the vitek ms kb v3.2. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation: first, the investigator looked at the device history record. There is no CAPA, nor non-conformity on vitek ms linked with customer complaint. The investigator found three similar complaints from three different customers, (case (B)(4), case (B)(4) and case (B)(4)). Isolates - paenibacillus species (paenibacillus etheri, paenibacillus odorifer, paenibacillus spp.) Were misidentified as prevotella oris. Fine tuning: according to the vilink alert tool criteria, the last fine tuning done before the sample testing (made on (B)(6) 2021), was not optimal. It could affect the identification performances of the system. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Sample data analysis: according to data provided, the misidentification result was obtained with a low identification score (-0.2) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The following system limitation is included in the vitek ms v3.2 knowledge base user manual ref. (B)(4): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: suspected cause to be a combination of factors ¿ 1) system limitation (species not present in the vitek ms kb v3.2); 2) non-optimal spot preparation; and 3) non-optimal fine tuning. Local customer service requested the customer perform a new fine tuning (ensuring all necessary criteria are met) as well as provide additional training materials to the customer to help improve the spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of obtaining misidentification results in association with the vitek® ms instrument (ref. 410895, serial (B)(4)) using knowledge base 3.2 when testing a patient paenibacillus species isolate. The customer stated the vitek® ms identified the patient blood culture isolate as prevotella oris. The customer stated the initial gram stain result showed gram-negative rods; however, the isolate was over-decolorized and the correct result was gram positive rods. The isolate was sent to the laboratory services at public health ontario; an identification of paenibacillus species was obtained. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux will initiate an internal investigation.